Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause for system error was due to communication error as the brake gap was out of specification due to wear and tear. The autopulse platform is a reusable device and was manufactured in february 2008. The device has been operating for 11 years and has exceeded its expected serviceable life of 5 years. Unrelated to the reported complaint, damaged top cover, front and bottom enclosure, battery compartment and bent battery lock on the returned autopulse platform were observed during visual inspection. These types of physical damages observed were likely attributed to mishandling. All damaged parts were replaced. During archive data review, multiple latch error 139 (unable to hold compression position (system error)) were observed on the reported event date, thus confirming the reported complaint. During initial functional testing, upon power up of the platform, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the latch error 139 was able to be cleared. Following this, performed brake gap check and inspection and adjusted the brake gap to specification. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " on the screen panel. The crew was unable to clear the advisory. No patient involvement.